Event description:
It was reported that the rigid video scope exhibited image turning green after a while and the tip rattled. The issue occurred during an unspecified procedure. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for the evaluation and reported problem was not confirmed. Based on the results of the investigation, no root cause because malfunction was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information: the intended procedure was completed.